Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0865 inches. No deliver alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. The customer did not provide information about symptoms. The customer treated low blood glucose value with manual injection. The insulin pump alarmed no delivery alarm. The customer has not tried different cannula lengths. The customer stated that the tubing is not bent or kinked. The customer stated that they have tried all remedies. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.